Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the mid right coronary artery (rca). As the physician attempted stenting the lesion with an ion stent, the stent dislodged proximal to the right posterior descending artery (r-pda). The physician was able to retrieve and snare the device to the rca. The physician implanted two ion stents overlapping to closed the gap noted via angiography performed. The procedure was successfully completed without harm to the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(6). Event date - (B)(6) 2011. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).